Event description:
It was reported that none the stapler came out during usage on the patient. Changing a new one increased the treatment time.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box lot # 73m1700228 was manufactured on 12/12/2017 a total of 9,000 pieces. Lot was released on 12/30/207. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned sample revealed that first staple appears misaligned. The sample appears used as there is biological material present on the device. The stapler was returned with 29 staples left in the cover block indicating that at least 6 staples were fired by the end user. The reported complaint of "jamming" was confirmed based upon the sample received. The first staple in the returned stapler is misaligned which is preventing the staples from moving down the track into the forming tool. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It could not be determined what caused the staple to misalign. No errors could be found in the assembly. Therefore, the potential cause of this complaint issue could not be determined. The IFU for this product, l02644 was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple cl osure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staple to misalign. No errors could be found in the assembly to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "jamming" was confirmed based upon the sample received. The first staple in the returned stapler is misaligned which is preventing the staples from moving down the track into the forming tool. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It could not be determined what caused the staple to misalign. No errors could be found in the assembly. Therefore, the potential cause of this complaint issue could not be determined. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned sample revealed that first staple appears misaligned. The sample appears used as there is biological material present on the device. The stapler was returned with 29 staples left in the cover block indicating that at least 6 staples were fired by the end user. Functional inspection was performed by attempting to fire staples from the returned sample. Using hand pressure, the trigger was engaged. No staple fired on the first attempt. The trigger was engaged several more times with the same result. The misalignment of the staple is preventing the staples from moving down the track and into the forming tool. An attempt to manually realign the staples was made. However, the staples were unable to realign. The stapler was disassembled, and it was confirmed to have been assembled correctly. The remaining staples were removed from the cover block. A microscopic examination of the staple tips was performed with no burrs or defects observed. No other defects or anomalies were observed. It could not be determined what caused the staples to misalign. The IFU for this product, l02644 was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple cl osure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staple to misalign. No errors could be found in the assembly to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "jamming" was confirmed based upon the sample received. The first staple in the returned stapler is misaligned which is preventing the staples from moving down the track into the forming tool. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It could not be determined what caused the staple to misalign. No errors could be found in the assembly. Therefore, the potential cause of this complaint issue could not be determined.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that none the stapler came out during usage on the patient. Changing a new one increased the treatment time.